Event description:
It was reported an amia automated pd set with cassette leaked due to pin holes in the solution lines. The patient was connected at the time of the event which occurred during set up for peritoneal dialysis therapy. The patient stated that nothing sharp used to open box or packaging. Renal therapy service (rts) assisted patient in ending therapy so the patient could start over with new cassette and bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to h4: device manufacture date: 07/03/2022 (previously submitted as ni) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.